Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip opening while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, after deployment, it was observed the clip had opened to roughly 40 degrees. Mr remained at a grade of 1 and the clip remained stable on the leaflets; therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.